Manufacturer narrative:
(4111/3233) attempts to obtain more information about the product and the adverse event are ongoing. (10/3233) based on initial information received, the involved product is available for testing. The product should be returned to an external and independent laboratory for examination. (4109/213) the review of historical data indicated that no other similar complaint was reported for the same sterilization lot number 24m05. (4121/213) the device history records review concluded that there was no non-conformance in relation with the reported event. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
It was reported to intervascular that during aortic arch surgery, excessive blood loss occurred along the entire branch connecting to the cardiopulmonary bypass (cpb). Complaint #(B)(4).

Event description:
Complaint #(B)(4).

Manufacturer narrative:
Corr. Data: on block b1, the type of report "adverse event" plus "product problem" was corrected to only "adverse event". Addtl mfg narrative: (4111/3221) attempts to obtain more information about the product and the adverse event were performed. At the end of the investigation, no further information was provided by the surgeon. (10/213) the involved device was returned to an external and independent laboratory for examination. The macroscopic analysis of explant did not reveal any macroscopic defects in the textile structure. (4112/213) the case and its investigation have been reviewed by the medical affairs department who concluded that due to the lack of information provided regarding the patient, specifically the coagulation profile, the length and level of complexity of the procedure, or the handling of the graft prior to its use, a conclusion of the cause of the reported bleeding cannot be determined. Prolonged clotting time, abnormal platelet count, deficiency of clotting factors can increase the likelihood of bleeding. The mishandling of the graft as described in the IFU: ¿care should be taken when handling the graft to avoid damaging the collagen coating. Avoid clamping the graft. If surgical technique requires cross-clamping of the graft, use atraumatic clamps.¿ prolonged surgical procedures may increase the likelihood of bleeding due to hemodilution, platelet disfunction, and the potential activation of coagulation and fibrinolysis. (4315/22) no conclusion can be drawn on the exact origin of the event due to the lack of information provided regarding the patient, the procedure, or the handling of the graft prior to its use. Nevertheless, the investigation findings suggests that the device was not defective at the time of manufacturing. To be noted that bleeding is an undesirable side-effect as indicated in the current product instructions for use, in the "undesirable side-effects" section.